Event description:
It was reported that the tip of the torque limiting crosslink driver shaft was broken during tightening in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the tip of the shaft at the spring tabs has broken from the instrument. A review of the device history records found no documentation to indicate a non-conformance to specification prior to product release.